Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. Section a1 patient identifier complete sid: (B)(6).

Event description:
The customer reported a false positive alinity I total b-hcg result on a 17-yr old female patient. Results provided: sid (B)(6) = 49 / <2 iu/l, new sample = 7 / <2 iu/l. No impact to patient management was reported.

Event description:
The customer reported a false positive alinity I total b-hcg result on a 17-yr old female patient. Results provided: sid (B)(6)= 49 / <2 iu/l, new sample = 7 / <2 iu/l. No impact to patient management was reported.

Manufacturer narrative:
Abbott field service (fs) investigated the issue on site. Fs troubleshooting included replacing the r1 reagent pipettor probe. There have been no further reports of discrepant results since the r1 reagent pipettor probe was replaced. A review of the alinity I sn# (B)(6) service history was not able to identify or confirm any additional likely causes. A review of historical data revealed no trends, systemic issues, or related nonconformances. A review of the alinity I immunoassay systems revealed found no systemic issues or trends for the issue associated with this ticket (erratic/discrepant results). A review of labelling adequately addresses sample results observed problems for erratic / discrepant results. Based on the investigation no product deficiency was identified for the alinity I (sn# (B)(6) analyzer.